Manufacturer narrative:
The customer¿s report of hydromorphone infusing faster than expected was not confirmed in the pcu event log, however the customer¿s correct dataset version was not provided so the drugs in use could not be identified. In addition, the infusion was observed to run at 6.25 ml/hr and not at 100 ml/hr as reported. The pcu event log shows that at 7:29 pm on (B)(6) 2017 the device was programmed to infuse drugid 168. This drug had a concentration of 1 mg/ml. The user entered 0.3 mg/hr for the dose, which made the rate 0.3 ml/hr. At 9:42 am the following day the rate was changed to 0.4 ml/hr (dose 0.4 mg/hr). At 7:51 pm on (B)(6) 2017, the user programmed an infusion of drugid 161. This drug had a concentration of 0.008 mg/ml. The dose was 0.4 mg/hr. The user entered 8 hours for the duration, making the rate 6.25 ml/hr. The user selected yes to the guardrails warning ¿rate is below guardrails limit of 100 ml/hr. Proceed?¿ the infusion continued at this rate until 10:24 pm when the device was channeled off. The volume recorded while infusing at 6.25 ml/hr was 15.84 ml. The root cause of the hydromorphone infusing faster than expected was not identified. Devices not received, log review only.

Event description:
The customer reported that on (B)(6) 2017 at 19:15 hydromorphone 0.4 mg/hr (100 ml) was programmed at a rate of 100 ml/hr. At 2230 it was noted by the rn that the medication had infused faster than expected. The nurse stated she infused the secondary medication (hydromorphone) as a primary at the rate of 100 ml/hr after an infusion of dilantin was completed. The patient experienced unspecified clinical effects requiring a dose of narcan. The customer requested an event log review to determine the settings that were programmed during this time period.